Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency and/or frequency) and fecal incontinence. It was reported that their symptoms were better than prior to getting the device but they were still getting a little discharge, not all the time but they also noticed in the last couple of weeks they were feeling a little shock in their penis which was intermittent but uncomfortable. Reviewed therapy education information. Offered and sent email with handbook. During the call patient was successful to synch with their implant, change programs and increase stim to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persisted. The patient was experiencing pain. It was unknown if the issue was resolved. The patient reported during their call today that they were still experiencing some discharge and pain in their penis. They were unable to specify the exact onset of the symptoms but mentioned that they started a couple of days ago. The patient has already received the implant and was asking if therapy adjustments could be made. They were transferred to patient services for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.